Event description:
The catheter was placed in 2007 and was secured with tegaderm dressing. No problems were noted during insertion or throughout the therapy. The catheter broke just below the oval disk 13 days later. A portion of the catheter was visible from the insertion site and they were able to remove the catheter from the pt by hand. No harm was caused to the pt.

Manufacturer narrative:
The reporter has sent the sample to a third party for investigation and is unaware of how long the investigation will take. The reporter will contact bd medical when the sample is returned and available for analysis. A supplemental report will be submitted if the sample is returned for analysis.